Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated as the icm could not be located. Several attempts had been made but were unsuccessful. The icm remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.